Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient was awoken at approximately 2 am due to a key stuck error. There was a delay in the patient's treatment, as the patient went without medication from approximately 2 am until 8 am. During the infusion, there were alarms, and the error was resolved by preparing a new bag with a new pump, as it coincided with the scheduled pump switch. The drug being infused was blincyto, with a continuous infusion rate of 0.6 ml/hr and a reservoir volume of 110 ml. The air detector was on, and the upstream sensor was on. The length of infusion was 168 hours, and the cassette was locked. The pump was used to prime the extension tubing. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H2: correction: this complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-05455 for details pertinent to this event.